Manufacturer narrative:
Lot #, expiration date, manufacture date: the complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The patient reported the device expiration date. (B)(4). The voluntary user medwatch number is mw5086010. The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit sling was implanted to correct bladder prolapse. According to the complainant, after the procedure, the patient had pain during intercourse, urinating and bowel movement. Additionally, the patient experienced bleeding and cramps. Reportedly, she was taking carisoprodol for pain. She also reported that she was not consented for a mesh implantation.